Event description:
Customer reported that she is going to the hospital due to high blood glucose. Customer blood glucose reading was 253 mg/dl. Customer stated that her infusion set fell off the body and do not have another infusion set to use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.